Event description:
Caller reported that the customer was tested on the hand with the freestyle meter and received three consecutive readings in the 400's mg/dl. Exact readings not provided. The paramedics were called and they transported the customer to the hosp. A blood glucose measurement taken at the hosp was 30+mg/dl. The caller believes the hosp reading was taken approx 30 minutes after the freestyle reading. The customer was treated intravenously.